Event description:
It was reported that three days post implant, the patient presented to the emergency room experiencing chest pain and with a pulse rate of 45 sinus bradycardia. Loss of ventricular capture was observed. A chest x-ray revealed a perforation of the right ventricle. A slight pericardial effusion was identified. The patient was transferred to sanford health for lead revision. On (B)(6) 2014, the lead was explanted and replaced successfully.

Manufacturer narrative:
.